Event description:
It was reported that a patient underwent an off pump coronary artery bypass grafting procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the needle broke when sewing in surgery, causing the patient's coronary anastomosis oozing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequence due to the issue? Please provide more information. This issue cause a bit oozing, changed another one to complete the procedure. The patient is good now. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/31/2023 the following additional information was received: after investigation, the patient underwent off-pump coronary artery bypass surgery. The surgeon used the polypropylene (B)(6) for vascular suture in the way of continuous suture (the specific name of sutured vessel was unknown). In the event of needle breakage (the specific length of broken needle was unknown) during the sewing, the surgeon immediately searched for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirmation of no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. This event led to coronary anastomotic bleeding (the specific amount of bleeding was unknown). The patient was in stable condition and discharged smoothly. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/31/2023 additional information: h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.